Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-02714. It was reported the patient's lead migrated during new permanent implant on (B)(6) 2021. In turn, the patient was taken back to or and patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was established postoperatively.